Manufacturer narrative:
The reservoir leaked, because the seal between the needle and the vial-septum was insufficient.

Event description:
It was reported that the reservoir was having issues with extracting insulin from the insulin vial. Nothing further was reported.